Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sheath hemostasis cap was noted to be detached from the sheath hub. In addition, subsequent sheath hemostasis seal detachment was also observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the material separation remains unknown.

Event description:
During an atrial fibrillation procedure, while withdrawing the dilator from the sheath, the valve detached and became stuck on the dilator. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.